Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, needle deployment was difficult. No suture was attached to the needles. It was observed that the posterior foot tip was missing on the device. Manual arterial compression was applied following the procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Moderately calcified right common femoral artery evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the right common femoral artery was moderately calcified. The physician could not confirm if the missing posterior foot tip is in the vessel or externally to the vessel. The physician is reported to be trained in the use of the proglide device. No additional information is available.